Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Therapy was not reported. Patient outcome was not reported.

Manufacturer narrative:
(B)(4). Follow up information was received from a nurse. On (B)(6) 2012, the patient experienced culture negative peritonitis manifested by cloudy effluent and belly ache. Remedial therapy consisted of vancomycin, ciprofloxacin and gentamicine.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.